Event description:
It was reported that the vns patient¿s device was disabled because ¿it was not working.¿ attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
Review of programming history for the device revealed that the generator battery status was indicating the device had reached eos as noted upon interrogation on 01/14/2010. No other anomalies were noted upon review of the programming history. It is possible that the device had reached end of service due to normal battery depletion.

Event description:
Replacement surgery occurred indicated to be due to battery depletion. It was stated that the device was discarded and would not be returned for analysis. No additional relevant information was received to date.